Event description:
It was reported that the device had a bit-flip, which resulted in the data being transferred to an incorrect pointer. A manual guided reset was scheduled to solve this issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.